Event description:
It was reported that the ilet charger did not charge the device despite outlet changes, and the user was advised to use a temporary 10w qi charger while awaiting a replacement. Symptoms included no clinical symptoms. Outcomes included no impact on health. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a charger performance issue consistent with failure to charge. It was concluded that the charger malfunctioned and replacement was provided.